Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer¿s blood glucose level was 41 mg/ dl and 276 mg/dl. The customer was treated with food. The customer stated that the screen was not showing the readings. The customer declined to troubleshoot. The pump will not be returned for analysis.